Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was received for analysis in two pieces. Visual analysis identified that the fiber body was separated from the connector. Microscopic analysis identified that the connector and fiber tip were in a good condition. The fiber was functionally tested, and no aiming beam was observed due to the connector being detached from the fiber body. It is probable that the connector detachment occurred during the process of returning the fiber. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a transurethral urinary tract stone removal procedure, the fiber was not recognized by the console. Due to this, the procedure was completed using another fiber. There were no patient complications. Analysis of the returned fiber identified that the connector was detached from the fiber body.